Event description:
It has been reported that AED advised shock for pt where presenting ECG was asystole. Operator is questioning conclusion. Pt was not resuscitated.

Manufacturer narrative:
(B)(4). Device evaluation pending. Report is being filed based on outcome.